Event description:
Percutaneous coronary intervention (pci) was being performed on a 99% occluded lesion that in the mid left anterior descending artery (lad) and the balloon could not be inflated at all. It was also confirmed that the balloon burst. It was unknown if the lesion was de novo. The vessel was moderately calcified and moderately tortuous. While inflating a 3.0x18mm cypher stent at the target lesion for implant, physician also confirmed the balloon ruptured and decided to change the cypher to a different cypher. And so the different cypher was implanted instead and the procedure was finished. There was no reported pt injury. The product was returned for analysis.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. A report was rec'd that a cypher sds was associated with inflation difficulty and balloon burst. The event involved a male pt with an unknown medical history. The reason for the pt's admission to hosp was not reported; but an angiogram revealed a lesion in the mid lad that was described as 99% occluded, moderately calcified and moderately tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the introduction of a 3.00 x 18mm cypher sds. During attempts to deploy the stent, the pressure would not increase at all. The physician confirmed a balloon rupture. The product was removed without injury to the pt and the procedure was successfully completed with another cypher stent. There was a non-sterile cypher bx 3.00 x 20 mm rec'd for analysis. The stent was still mounted on the balloon. The balloon had a leakage at the distal marker band. The innerbody and distal markerband were damaged at the position of the balloon leakage. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Burst as well as inflation/deflation tests performed during manufacturing process were found to be pass. Sem analysis performed on the outer surface of the balloon material and innerbody with the distal markerband revealed evidence of surface abrasions that might have caused the balloon leakage. It appears that these abrasions were caused somewhere during the procedure. Conclusion: based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are vessel factors that may have contributed to it.